Manufacturer narrative:
At the visit on site, the fse (field service engineer) replaced the laser head and verified the system according to company specifications successfully. Local company service support team reviewed all cases. No technical root cause could be determined. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Log file review shows that according to quick user manual laser flap planning, the user used energy settings which are within the defined recommended arrangement of pulse energy. During the complete day, the energy was stable with no abnormalities. Therefore, no technical problem can be identified on the reported day. However, energy settings were decreased from 0.60uj down to 0.55uj and no further diffuse lamellar keratitis (dlk) cases have been reported. Local clinical applications specialist visited the site and states that dlk is a known side effect/complication of the lasik procedure. Energy and separation settings used during the flap cut showed differences compared to common settings (different bed- side- and canal cuts require more time for re-alignment between the steps). The contribution of the setting used to dlk is possible but likely are affected at the periphery and corneal bed. The local cas has been informed to reduce the energy and increase the separations. The total energy delivered during the cut could cause dlk but is less likely in this case. The appearance of dlk is not with immediate effect and sporadic, directing to other contributing factors. No technical root cause was identified. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported a case of dlk. Additional information was requested but the doctor is not available to provide any information.